Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues on (B)(6) 2026.the infusion set fell off within 20 minutes of use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).